Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose over 600 mg/dl and was taken by her daughter to the emergency room. The customer was in the hospital for about 36 hours. The customer removed the infusion set after going into the emergency room and found the cannula was bent. She was treated with intravenous drips and fluid since she was dehydrated. Customer was advised to call for troubleshooting if having further issues.